Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks which is off-label usage of the device, on (B)(6) 2024. The patient was admitted to the hospital on (B)(6) 2023 due to hypoglycemia. There were no specific symptoms reported. An ambulance was called and the patient was taken to the emergency room. There he was treated with IV glucose. After 12 hours of observation and care, the patient was discharged. At the time of the report the patient was stable and recovering well. At an unspecified time of the event the cgm reading was 70 mg/dl and the bg reading was 44 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.